Event description:
It was reported during an upgrade procedure, oversensing was observed. A header connection issue was suspected. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of noise could not be reproduced in the laboratory. The device was tested on the bench and using automated testing equipment and no anomaly was found.